Event description:
It was reported that the ilet pump's sleep/wake (lock) button was unresponsive, and the user was guided through a pump restart after which the button responsiveness improved. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a device restart, consistent with a temporary device performance anomaly localized to the button interface. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient, non-recurring device behavior mitigated by reboot.